Event description:
It was observed that during the device evaluation, the subject device objective lens exhibited a chipped cover glass. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the following reportable malfunction was identified during the evaluation: chipped cover glass. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the identified failures is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.